Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated that a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.